Manufacturer narrative:
This report is submitted on december 19,2022.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on march 09, 2023.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022. The patient was reimplanted with a new cochlear device during the same surgery. This report is submitted on january 27, 2023.